Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by turbid effluent. The cause of the event was not reported. On the same day as the event onset, the patient went to the outpatient department; however, it was not reported if the patient was hospitalized. On an unreported date in the same month, the patient received treatment with cefazolin (1g; route, frequency, and duration not reported) and intraperitoneal fortum (1g; frequency and duration not reported) for peritonitis. On an unreported date, the extraneal and physioneal therapies were discontinued (current mode of dialysis therapy not reported). At the time of this report, the patient is recovering. No additional information is available.